Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multi-system organ failure. It was unknown if the pump was explanted or would be returned for evaluation. It was not provide whether the death was device or therapy related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event could not be conclusively established through this investigation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The heartmate 3 lvas IFU lists multiple types of organ failure and dysfunction, as well as death, as adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists multiple types of organ failure and dysfunction, as well as death, as adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.